Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2011. It was reported that after the implantation, the pt complained of abdominal pain. The doctor said abdominal pain was 'common postoperative' as the pt was placed on her stomach during the procedure. The (B)(6), the pt reported a significant improvement in her abdominal pain. A follow-up on the pt, (B)(6) 2011, indicated the pt's abdominal pain had ceased and no further intervention would be taken for this issue.